Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end (c body) has missing single component, paste like, thixotropic adhesive (ke45) on forceps cover, distal end (c body) has cut on probe unit, adhesive around objective lens has areas of missing sealing agent, adhesive around objective lens has damaged sealing agent and adhesive around light guide lens has pinhole traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for separate issues. During the device analysis, the service center indicates that distal end (c body) has missing single component, paste like, thixotropic adhesive (ke45) on forceps cover, distal end (c body) has cut on probe unit, adhesive around objective lens has areas of missing sealing agent, adhesive around objective lens has damaged sealing agent and adhesive around light guide lens has pinhole was found. There was no patient involvement.